Event description:
It was reported that the user experienced hyperglycemia after changing ilet supplies before sleep and waking with a glucose value over 400 mg/dl; the user then changed supplies again, after which glucose values stabilized, and replacement supplies were arranged. Symptoms included hyperglycemia and user-reported anxiety. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings and the cause could not be established. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.